Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
The same case 2134265-2017-12861 and 2134265-2017-12706. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, an error 1800 was displayed at the main menu screen. When it was restarted, it occurred during pullback. No patient complications were reported.